Event description:
The child has binaural profound sensorineural hearing loss. She had cochlear implant placed in the right ear five years ago. Patient had a visit with primary care physician two months ago for persistent pain, bleeding from right ear, and a foul smell with whitish discharge. Md notes: right ear canal with erythema and bloody purulent discharge and debris. Tympanic membrane is erythematous. The left tympanic membrane is clear. Cochlear implants in place. Given ciprofloxacin-dexamethasone otic, four drops to right ear two times a day for seven days with referral to ent doctor. Patient seen by ent specialist. He notes that on assessment he sees an electrode in the right middle ear space through monomer. The right ear has an electrode in the canal. It apparently eroded through. Subsequently, the patient to the or and found eroded lead wire of cochlear implant with tympanic membrane perforation and canal wall erosion. Per op the electrode had eroded through the posterior superior aspect of the canal, almost fully lateral. Then, the electrode had eroded through the posterior superior tympanic membrane. Performed removal of cochlear implant with tympanoplasty. Plan was to leave the electrode in the cochlea, but remove the rest of the device and allow the ear to heal.